Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urological. According to the reporter: the tips of two trocars failed during surgery. In order to solve the problem they used another trocar of a different lot number which worked correctly.